Event description:
A user of the snap pump reported three instances of the "detach and reconnect pump body" alarm. Changing to a new pump body resolved the alarm. After sleeping, the customer's blood glucose was elevated (> 500 mg/dl, with large ketones. The pump was noted to be off. Pump body was changed again with no further alarms. A caregiver familiar with diabetes management was able to reduce the blood glucose to an acceptable level using injections and the pump.

Manufacturer narrative:
The pump has not been returned to asante solutions. If the device is returned, an eval will be completed. If new relevany info is determined, a supplemental report will be submitted.